Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/30/2016. The fse found that the tubing at pinch valve pv22 was crimped. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The instrument was generating aspiration errors when the leak was noticed. The volume of the leak was about 1/4 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.